Manufacturer narrative:
The hospital replaced the proportional valve. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, there was a momentary spike in anesthetic agent output. There was no reported patient injury.